Event description:
Procedure: lobectomy. Reportedly, the surgeon attempted to apply the device to the tissue. However, when the stapler was fired across the tissue the staples did not form properly but the tissue was still transected. The surgeon reports there was bleeding as a result.